Event description:
During the procedure, the davinci prograsp instrument broke; the head of the instrument locked at a 90 degree angle and we were unable to straighten it. We could not pull the instrument through the trocar and had to remove the trocar along with the instrument. Pictures of forceps with retained trocar sheath. Unsure how many uses this instrument has. Forceps saved for or lap tech team leader - he will work with intuitive surgical to return instrument for analysis.